Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an upgrade procedure, the right ventricular (rv) lead became dislodged after it was positioned. While attempting to re-position the lead, the physician was unable to fully insert the stylet into the lead and the lead helix would not extend. The physician successfully implanted a new rv lead. The patient was stable throughout.